Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿unable to proceed¿ alerts during the fill tubing step and would not rewind, and a restart attempt did not resolve the malfunction; the device had adequate charge and was deemed nonfunctional, so a replacement was arranged and the patient elected to use mdi in the interim while continuing cgm use. Symptoms included no adverse physiological effects and no blood glucose impact. Outcomes included temporary interruption of pump therapy and transition to alternative insulin delivery without clinical sequelae. Investigation included customer support troubleshooting and collection of device history and usage information with instructions to shut down the device, sync data to the mobile app, and return the unit for evaluation. Investigation of this case revealed a device malfunction consistent with an occlusion or pump drive/fill mechanism fault that prevented completion of the tubing fill, with no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was due to a faulty motor triggering the invalid hall state alert.